Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the ampulla and bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat cholangiocarcinoma on (B)(6) 2025. During the procedure, the physician used a balloon to dilate the left hepatic duct. The wire was left in place for stent placement later. After dilation, the physician pulled the catheter out so he could send another wire and dilating balloon into the right hepatic. Once the catheter passed through the scope and out the tip to re cannulate the duct, it was noticed that a black portion of the previous catheter in the duct over the first wire. It was reported that the detached piece was completely retrieved upon pulling out the scope. The procedure was completed with another of the same device there were no patient complications reported as a result of this event. Note: photo of the device outside the patient provided by the customer shows the rx tunnel of the device and catheter kinked.